Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing shocking stimulation. Database analysis revealed that the ipg exhibited signs of premature battery depletion. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient did not have other surgeries or a magnetic resonance imaging (MRI) prior to the battery replacement. Sc-1132 (sn (B)(4)) the complaint of the frequent charging was confirmed. The asics were damaged, and resulted in the rapid battery depletion. Sleep current leakage was excessive and vh node impedance was low, which are the typical characteristics of the asic damage. The patient profile showed a sudden battery usage rate increase some time prior to the explant procedure. Due to the device damage, impedance measurements were all out of range on all the electrodes. The cause of the asic damage couldn't be determined.

Event description:
A report was received that the patient was experiencing shocking stimulation. Database analysis revealed that the ipg exhibited signs of premature battery depletion. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well post-operatively.